Manufacturer narrative:
Details of the complaint: on (B)(6) 2020, customer at fsc/department of vet affairs reported the cns (pu-621ra sn: (B)(6)) lost power due to failure of the ups. The ups was reported to alarm. Investigation summary: information surrounding the circumstances of the incident along with the customer's usage and maintenance of the ups is not known, and the root cause(s) of the ups failure could not be determined. Possible cause of ups failure includes loss of charge due to overloading of the battery. The cns primary hard drive became degraded due to the power failure and improper shutdown. Due to system redundancy, the cns was able to resume operating as expected with the secondary hard drive.

Event description:
The customer reported that their central nurse's station (cns) lost power due to an nonoperational uninterruptible power supply (ups).

Manufacturer narrative:
The customer reported that their central nurse's station (cns) lost power due to an nonoperative uninterruptible power supply (ups). The customer also reported that their ups keeps alarming. Nihon kohden technical support informed them that that means that the ups battery was dead. No harm or injury was reported. The unit was monitoring transmitters at the time. The customer will be ordering a new hard drive in order to mitigate the issue at the cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the ups was used in conjunction with the cns, and it is the device that experienced failure. Attempts to obtain the following information were made, but not provided: ups: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. Additional model information: multiple transmitters were used in conjunction with the cns, and are the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) lost power due to an nonoperative uninterruptible power supply (ups).